Event description:
It was reported that the patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Approxiately eight hours post tcar procedure, the patient experienced left hand weakness. Computed tomography angiography (cta) and magnetic resonance imaging (MRI) were performed, and the MRI revealed an embolic stroke. No intervention was performed and the patient symptoms resolved within one to two days.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.